Event description:
It was reported that the patient was reimplanted on (B) (6), 2010 due to medical reasons. She didn't have any problems with the cochlea implant.

Manufacturer narrative:
The device has been explanted, and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.